Event description:
Additional information received from the hcp reported that the results of the diagnostic imaging performed were that there was no evidence of lead breakage on the x-ray and the egd showed the location of the leads without evidence of mucosal impingement. The patient was comfortable with the present level of symptoms and would be observed. The cause of the symptom increase and out of range impedances was not determined, but the patient had a connective tissue disorder that may intermittently affect the resistance.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had an increase in symptoms starting 2 weeks prior to (B)(6) 2016. There were no environmental, external, or patient factors that the manufacturer representative was aware of the may have led or contributed to the issue. The patient did not have any trauma to the abdomen or infection. The troubleshooting performed was that the patient's impedance was showing out of range. They performed a secondary lead check and 2 and case was at 599 ohms, 3 and case was at 667 ohms, and the overall impedance was greater than 800 ohms. When the patient was originally implanted in (B)(6), the impedance was 513 ohms. The issue was not resolved and the patient was alive with no injury. The manufacturer representative asked the hcp to do an abdominal x-ray and an egd to troubleshoot. The manufacturer representative reported that surgical intervention did occur. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.